Event description:
It was reported that the customer had unexplained low blood glucose of 2.4 mmol/l. Caller stated that the insulin pump malfunctioned and it had delivered from 3 to 6 units of insulin multiple times on its own. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The down load history file shows multiple alarms due to corrupted history files. Unable to verify unexpected fixed prime anomaly due to corrupted history files. The insulin pump was programmed and monitored for two days with no unexpected fixed prime delivery noted. All basal profiles delivered properly and were verified in the daily total screen. No delivery anomaly noted. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The fixed prime feature functions properly during testing. No prime/fill anomaly noted. The insulin pump had a scratched display window and cracked battery tube threads. The insulin pump passed delivery volume accuracy test.